Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after a shock was delivered by the implantable cardioverter defibrillator. An interrogation of the device revealed that inappropriate high voltage therapy resulted from an episode of atrial fibrillation with rapid ventricular response. Programing interventions were made. The patient was stable.